Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a hardware low level failure and a power system error. The customer's blood glucose was 3.0 mmol/l at the time of incident. The customer reported recurring insulin pump error alarms that have been happening for the past month and a half without explanation.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. Insulin pump passed displacement test and self-test. No unexpected pump error alarm noted during testing or in the insulin pump trace download. Unit was received with scratched case and minor scratched lcd window.